Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. It was noted that the catheter damage occurred directly after "flushing and aspirating" the catheter at a rate of "2.5ml/sec" using the pressure injector. The pressure injectable information card provided with this kit informs the user that for catheters of this type, a maximum of 5ml/sec is acceptable, which indicates that the customer used the catheter as instructed. However, they also mentioned that "it is hard to determine whether the line has been previously 'kinked' and that this may have affected the line integrity". A kink in the line could contribute to over pressurization of the line, resulting in the observed catheter damage. However, without the sample returned for analysis, this cannot be confirmed. The customer did not provide a lot number; therefore, a device history record review was performed based upon two lot numbers taken from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "ensure catheter patency prior to use, including prior to pressure injection. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture. Power injector equipment may not prevent over pressurizing an occluded or partially occluded catheter." Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Incident with a dual lumen PICC, where the catheter split on administration of CT contrast via the pressure injector. The CT compatible lumen was accessed appropriately and was flushing and aspirating prior to administration. The CT contrast was administered a 2.5ml/sec via the CT compatible lumen when the catheter 'split' along the white lumen just below the level of the hub. From reports the line was secured appropriately and did not appear kinked prior to administration, however it is hard to determine whether the line has been previously 'kinked' and that this may have affected the line integrity. There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4)

Event description:
Incident with a dual lumen PICC, where the catheter split on administration of CT contrast via the pressure injector. The CT compact bile lumen was accessed appropriately and was flushing and aspirating prior to administration. The CT contrast was administered a 2.5ml/sec via the CT compatible lumen when the catheter 'split' along the white lumen just below the level of the hub. From reports the line was secured appropriately and did not appear kinked prior to administration, however it is hard to determine whether the line has been previously 'kinked' and that this may have affected the line integrity. There was no reported patient harm or consequence.